Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that solid white foreign matter clogged the air/water nozzle. The foreign material is likely cleaning agents. The air and water nozzles were not deformed. User performed reprocessing according to french standards and instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle was clogged by a solid whitish material, similar to a cleaning agent residue that could not be removed. Additional findings include the following: the bending section cover glue was separated and worn out, the light guide rod lens (2x) was cracked, the charged coupled device unit lens was cracked, the plastic distal end cover had dents, the light guide bundle had fibers breaking, the connecting tube had wrinkles 10mm from the glue, the universal cord had buckles, the scope cover was scratched, and the key top 1 was incised but leak-free. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had too much pressure in the air / water channel during aer treatment. The issue was found after a diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged by a solid whitish material, similar to a cleaning agent residue that could not be removed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.